Event description:
I was reported that device was emitting beeping noises and triggered code 1003 indicative of voltage too low for projected remaining capacity. Boston scientific technical services (ts) recommended that save to disk data was sent to engineering and also recommended device to be replace. Device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Device data analysis noted higher than expected power consumption. However, the information provided was not sufficient to allow determination of probable cause.

Event description:
I was reported that device was emitting beeping noises and triggered code 1003 indicative of voltage too low for projected remaining capacity. Boston scientific technical services (ts) recommended that save to disk data was sent to engineering and also recommended device to be replace. Device was explanted. No adverse patient effects were reported.